Event description:
Reporter alleged blood glucose measured 464 mg/dl back to back with a result of 198 mg/dl when testing was performed 1 minute apart. As a result of the comparison, no actions were taken and no treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.